Manufacturer narrative:
The device has not been returned for evaluation, therefore the root cause could not be identified. Device history records wee reviewed and no non-conformances were found related to this event. If additional info is received, a follow-up report will be submitted. Internal complaint #(B)(4).

Event description:
The customer reported difficulties during insertion. No pump alarms sounded, but blood was observed in the catheter tube. The catheter was replaced and working well. The pt expired 5 days after the event; however, it was not attributed to the device.